Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 11/10/2024, it was reported that the patient¿s cgm reading was 74 mg/dl and then dropped to 43 mg/dl. No bg meter reading was taken at this time. The patient was wearing an omnipod insulin pump. The patient was asymptomatic but drove himself to the emergency room (ER) for evaluation. At the ER, the patient¿s cgm was still reading 43 mg/dl while the bg meter was reading 600 mg/dl. The patient had some lab work done and the bg level from the lab work was 700 mg/dl. The patient was treated with insulin (route not specified). The patient was discharged the following day, on (B)(6) 2024. Upon discharge, the patient¿s bg meter reading was 552 mg/dl. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and no damage was found. The probable cause could not be determined as the allegation was not found. The customer's complaint was undetermined because there is no calibrations to confirm the reported inaccuracy. No additional patient or event information is available.